Event description:
It was reported that the patient received an inappropriate shock. Device interrogation revealed oversensing and the patient alert triggered due to a warning for high impedance on the right ventricular lead. Review of performance data also noted noise on the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The proximal conductor was fractured. The defib conductor was distorted and the distal conductor had blood/body fluid (not obstructed). The outer tubing overlay had blood/body fluid, a breached cut, cosmetic environmental stress cracking, and was melted. The outer insulation was melted and had a cosmetic depression. The lead was stretched. Performance data was collected from the device and analyzed. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly pace lead impedance trend data shows a gradual increase for max ventricular pace bi impedance= 1045 to 1558 ohms between (B)(6) 2012. There were fifteen ventricular nst<=210 ms on (B)(6) 2012. There were six vf<=200 ms average v-cycle between (B)(6) 2012. The ventricular short interval count v-sic=155.7 counts avg/day, in 1.84 days, between (B)(6) 2012.